Event description:
Surgeon has a diffcult time getting srom liner to trial & implant to seat in replacement srom cup. Doctor worked with the two for at least 45 minutes before inserting a different liner which seated quickly.